Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). The length of the membranous septum was greater than 3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, while placing the wire, the patient was developed with a complete heart block, and a temporary pacemaker was placed to stabilize the rhythm. The valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc); post-implant, incomplete stent opening (iso) was observed. Post-implant balloon valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. A permanent pacemaker was implanted to resolve the heart block. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The user believed the valve expanded non-uniformly due to the small sino tubular junction (stj) and calcified leaflets. The implanter classified the event (heart block) as being related to the patient¿s past medical history. The patient was reported to be discharged. No additional information was provided.